Manufacturer narrative:
The customer¿s report of a network communication error 600.6855 was not confirmed. The pump module event log does not show any instance of a network communication error (error code 600.6855). The pump module logs show that the pump module experienced a channel malfunction at 7:07 pm on (B)(6) 2017 for a sensor broken high failure (error code 240.4150.0). Functional testing was able to replicate the malfunction and it was determined that the upper pressure sensor was faulty. The root cause of the reported network communication error 600.6855 was not identified. The customer did not provide the pcu or the pcu device logs and the error 600.6855 was not observed in the pump module device logs.

Event description:
The customer reported that neo-synephrine was infusing at 820mcg/min, along with other vasopressors, on a very unstable patient. The pump door was opened to remove air from the line and when the door was closed the pc unit exhibited communication error code 600.6855, and the pump shut down. The patient experienced a transient bp drop into the 60¿s during troubleshooting, and the levophed infusion was increased to sustain the bp until a new pump with neo-synephrine was started. There were no other effects to the patient reported. The facility biomed stated that the pump module iui had green discoloration. No other event details were available.